Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, and vaginal scarring. No additional information was provided.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent resection of exposed mesh sling, cystoscopy, operative hysteroscopy with intrauterine device removal and mirena reinsertion on (B)(6) 2013 by dr. (B)(6) due to mesh sling exposure, chronic pelvic pain, dyspareunia, and retained intrauterine device at (B)(6).

Event description:
It was reported that patient underwent resection of exposed mesh sling, cystoscopy, operative hysteroscopy with intrauterine device removal and mirena reinsertion on (B)(6) 2013 by dr. (B)(6) due to mesh sling exposure, chronic pelvic pain, dyspareunia, and retained intrauterine device at (B)(6).